Manufacturer narrative:
System analysis/service repair was performed by mobile service provided on july 06, 2017 the reported display issue was confirmed and it was determined to be the result of a faulty autovolt supply board (vsb). The vsb was replaced. The detectors were checked and calibrated as needed; the system was tested and verified to specification. The suspected faulty vsb has not returned for evaluation.

Event description:
It was reported that during the procedure, "the system display was not coming up". An alternative procedure was used (turp) to complete the procedure. There was no patient injury reported.